Manufacturer narrative:
A stryker representative performed an initial evaluation of the customer¿s device and verified issue of the missing magnet in the lid. The customer was provided with a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that customer's device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off. There were no reports of patient use associated with the reported event.